Event description:
IV tubing was leaking near connection upon arrival to ICU, I tried to tighten to see if loose. It continued to leak. I changed the IV maintenance fluid bag and retrieved new tubing. This tubing also leaked. I requested help so that I could focus on patient, and retrieved another IV maintenance tubing and this one did not leak. No apparent complication. I was not in or to know if this was leaking in the or, but it appears to be a manufacturing problem with the tubing. I do not have the package of the original tubing that came from the or. I think the lot# is (10) 22075497 and ref# is 2420-0007: bd alaris pump infusion set. Lawson # 06022.